Event description:
The lead was return from an unknown source with no information due to cremation of the patient. The patient died four years after the implant of the lead. The lead was returned, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
Evaluation summary: the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and the outer insulation had a cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.